Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a healthcare professional regarding a patient with an implantable neurostimulator (ins) programmed with adaptivestim. It was reported that the patient had been experiencing ¿intermittent stimulation¿ and a stabbing sensation in the stimulation area when sneezing, lying on the back, etc. For the past four weeks. This sensation disappeared when the amplitude was reduced, but so did the paresthesia. A different pulse width or frequency did not change this. The impedances were good (600-900 ohm) and there were no falls, extreme sports, etc. The data from the ins indicated that the patient lost stimulation due to an empty battery. Furthermore the patient turned the ins off/on several times. No further patient complication was reported as a result of the event.